Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly in a test device and verified the reported issue. It was also observed that the keypad would cause the test device to intermittently fail to deliver defibrillation energy. Physio found that the test device was able to charge for defibrillation, but when the shock button was pressed to deliver the energy, the test device would disarm and dump the energy charge internally. The shock switch measured a high resistance which caused the reported and observed issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: gtin/device identifier (di) number ¿ blank section d4 of the initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. There was no patient use associated with the reported event.